Event description:
It was reported the stimulator turned off after the pt went to (B)(6) twice. The pt programmer confirmed the device was "off," and the pt was able to turn the device back on with the pt programmer. The pt was in a "7-11" before going to (B)(6). The pt has 2 stimulators and it is unclear which stimulator turned off, so a report has been filed on both. See MFR report # 3004209178-2011-02132 for the other report. Add'l info has been requested, a follow up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).